Manufacturer narrative:
It was noted that the spring action in the trigger assembly was not working properly. The trigger assembly was cleaned and the issue was resolved. The device was evaluated by a stryker foreign subsidiary.

Event description:
It was reported that the trigger of the system 5 dual trigger rotary handpiece was getting stuck while pressing during set up. There were no reports of patient involvement or adverse consequences.

Manufacturer narrative:
The device is not being returned to the manufacturer for evaluation. The device will be evaluated by a stryker foreign subsidiary. A follow up report will be submitted once the investigation is complete. (B)(4): the device is not being returned to the manufacturer for evaluation. The device will be evaluated by a stryker foreign subsidiary.

Event description:
It was reported that the trigger of the system 5 dual trigger rotary handpiece was getting stuck while pressing during set up. There were no reports of patient involvement or adverse consequences.